Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements in both unipolar and bipolar configuration during routine follow-up. Review of device data noted an increase in pace impedances approximately six months prior to follow-up leading the physician to suspect a lead fracture. The patient was noted to not be pacemaker dependent with no occurrence of asystole greater than 2 seconds or other adverse patient effects. The device was reprogrammed to vvi and the patient will continue to be monitored. No adverse patient effects were reported. This system remains in service.